Event description:
Patient was complaining of pain and not getting better after the original surgery. Doctor went back in and found that 2 of the 3 mitek cufftack's were floating in the subacromial space. Doctor was able to go in and retrieve the top portion of the tack. Cuff was healed and the patient was closed up.